Event description:
Met with resistance when attempting to remove the catheter; left in another day and followed recommendations for stuck catheters. When attempting to remove again, it was going well until the last few inches when the nurse met with resistance and the catheter broke. A cutdown was necessary to remove the remainder of the catheter.